Manufacturer narrative:
After its receipt, the pacemaker underwent a visual analysis. In particular, the connection system of the pacemaker was examined. The screw and the spring element of the lead connection were without defect. A lead inserted in a test could be contacted with easy passage, low-ohm value, and reliably. The drill hole dimension was within the dimensions defined by the is-1 standard. Next, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed normal device behavior. The battery state "ok" is as expected after an implantation time of 9 months and indicates a sufficiently charged battery. The pacemaker's capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior conforming with specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies. The device was capable to provide therapy without restrictions. The returned lead was thoroughly analyzed. The visual analysis showed that the tip electrode had been pulled out of the adhesive connection of the ring electrode. This damage indicates significant mechanical force impact. The adhesive surface between the ring electrode and the silicone insulation was examined and showed no indications of a material defect or manufacturing error. Excessive mechanical stress during the operation should be considered as cause. Summary: the pacemaker is free of defects and within specifications both in regard to the connection system and the electronics. The analysis did not show deviations that could be connected to the clinical observation for either the pacemaker or the lead. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an estimated implantation time of about 9 months, loss of capture was reported. The system was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.